Event description:
The patient had an ipg implanted in 1999 to treat parkinsonian tremor. On date unknown, the patient had onset of incisional wound opening at the device pocket. The device pocket culture grew propionobacter. The patient was treated with IV antibiotics and total device system explant. The infection is ongoing.